Manufacturer narrative:
(B)(4) device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: the user interface module master software version is 5.08.92, categorized as remediated. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated in CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the device will not be returned to baxter, as it was serviced onsite by a baxter field service technician. A follow-up medwatch report will be submitted when the evaluation is complete or if additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
During an onsite visit, a baxter (B)(4) field service technician serviced a colleague infusion pump for a battery issue. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown. Product surveillance notification date: (B)(6)-2010.